Manufacturer narrative:
The solution center clinical specialist (sccs), provided the logs and strips from the biomedical engineer. The logs/strips were sent to software development engineer (swe), for further review. Per the swe, the logs show that the arrhythmia alarms were turned off on (B)(6) 2017 at 14:05 which correlates with the last missed beat alarm seen on the alarm review at 14:02. The bedside was turned off at 02:49 on (B)(6) 2017, and turned back at 12:27 on (B)(6) 2017 at which time the default settings were restored and arrhythmia alarms were back on. Testing performed by the biomedical engineer found the system operating to specifications. Per the swe, the logs show that the arrhythmia alarms were turned off on (B)(6) 2017 at 14:05 which correlates with the last missed beat alarm seen on the alarm review at 14:02. No device malfunction occurred. This is considered a user alarm handling issue.

Event description:
The customer reported that an asystole alarm failed to occur at the central station for bed 6s14-4 on (B)(6) 2017 at 01:35. The patient expired.